Manufacturer narrative:
The customer contacted siemens customer care center (ccc). Siemens determined that the cause of the needlestick injury to the customer's finger on the advia 2120 hematology system with single aspirate autosampler was the customer's technique when performing the centering collar maintenance on the system. The advia 120/ 2120/ 2120i hematology system operator's guide states the following: "to avoid personal injury and exposure to a potential biohazard, you must cover the needle with the red needle cover immediately after you remove the centering collar." The customer failed to follow the operator's guide instructions and did not cover the autosampler needle with the red needle cover. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer sustained a needlestick injury to the finger when performing maintenance on the centering collar on an advia 2120 hematology system with single aspirate autosampler. The customer disinfected the affected area, received first aid treatment, and will be tested for infectious diseases ((B)(6), (B)(6), alanine transaminase (alt) and aspartate transaminase (ast)). There are no known reports of adverse health consequences due to the customer sustaining a needlestick injury while performing maintenance on the centering collar on the advia 2120 hematology system with single aspirate autosampler.